Event description:
The customer alleged that the ventilator became inoperative while in patient use. Service logs indicated an error code that suggests that the ventilator stopped cycling. No patient harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing.